Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Calcification was present in the non-coronary cusp (ncc) and left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, incomplete stent opening (iso) was observed and mitigated as per the steps. The valve was able to be implanted at a depth of 6mm both on the ncc and left-coronary cusp (lcc). Moderate paravalvular leak (pvl) was noted and confirmed to originate from the area adjacent to the ncc and lvot. Leak was considered as acceptable by the physician and post-implant balloon aortic valvuloplasty (post-bav) was not performed due to the risk of annular rupture. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was unknown.

Manufacturer narrative:
An event of paravalvular leak (pvl) and non-uniform expansion was reported. It was indicated that calcification was present in the non-coronary cusp (ncc) and left ventricular outflow tract (lvot). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of pvl could be due to procedural circumstances, however this cannot be determined. The cause of the reported non-uniform expansion could not be conclusively determined. It is possible patient condition (calcification presented) contributed to the reported event. However, this cannot be confirmed. Reported regurgitation appeared to be cascading effect of valve under expansion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.codes removed:health effect-clinical code:

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Calcification was present in the non-coronary cusp (ncc) and left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, incomplete stent opening (iso) was observed and mitigated as per the steps. The valve was able to be implanted at a depth of 6mm both on the ncc and left-coronary cusp (lcc). Moderate paravalvular leak (pvl) was noted and confirmed to originate from the area adjacent to the ncc and lvot. Leak was considered as acceptable by the physician and post-implant balloon aortic valvuloplasty (post-bav) was not performed due to the risk of annular rupture. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was unknown.